Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected; it was noted that the needle base was slight raised, as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. Leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined as no problem was noted with the valves during investigation. The root cause for the slightly raised needle guard base, was probably due to user error, as noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.), this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt. Doi and initial setting were unk. It was suspected an obstruction by the image on (B)(6) 2017. It was confirmed that the contrast did not flow to the distal catheter although it flowed to the brain catheter. The patient was follow up. The revision surgery was performed on (B)(6) 2017. The patient is male but his age was unknown. He has a original disease. No further information available. The product will be returned to your site.